Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 8 x 15 was received broken in two sections. The hypotube was inspected and several kinks were found on it. The introducer was received zipped and it was found without damage. Support coil gripper and embolic coil were received inside of the introducer and they were found without damage, the embolic coil was still attached to the gripper. The hypotube was inspected under microscope and was observed in the both final parts (broken section), that the hypotube apparently it was kinked before it broke. The gripper, purge hole and embolic coil was inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "coil / failure to detach" could not evaluated due the conditions of the received unit (hypotube broken). The failure reported by the customer as "delivery tube / fractured-in patient" was confirmed; the cause of the separation in the delivery system appears was due to the kinks found on the device. The cause of kinks over hypotube and the damage found in the device could not be conclusively determined; however this does not appear to be manufacturing related. Procedural and handling factors could be contributed to the event reported and the damages found on the device. However neither the DHR review nor analysis suggests that this issue could be related to the manufacturing process. Additionally, inspections are in place that prevents units leaving the facility. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization of an unknown site, the first coil, an orbit galaxy tight distal loop complex fill coil 8 x 15 (640cf0815/13500390) was advance via the sl 10 microcatheter (stryker), and the coil was placed successfully into the aneurysm when with attempted detachment it was noted that the delivery system was severed in 2 pieces several centimeters from the proximal hub connection. The coil could not to be detached with the syringe, event at the alternate red zone. The coil was slowly removed from the aneurysm and another galaxy coil was selected and used without issue through the same microcatheter using the same syringe. During prep, delivery and deployment of the coil system, no issues or damages were noted on the device without any impact to the patient. The microcatheter was not reshaped. A dedicated saline source was utilized to fill the syringe, and a constant and dedicated heparinized saline source was utilized at all times. The syringe was connected properly with each delivery system hub and lav. No resistance was reported between the coil system and microcatheter. No other damages were noted to the coil system or any of the concomitant devices. A non-sterile orbit galaxy tight distal loop complex fill coil 8 x 15 was received broken in two sections. The hypotube was inspected and several kinks were found on it. The introducer was received zipped and it was found without damage. Support coil gripper and embolic coil were received inside of the introducer and they were found without damage, the embolic coil was still attached to the gripper. The hypotube was inspected under microscope and was observed in the both final parts (broken section), that the hypotube apparently it was kinked before it broke. The gripper, purge hole and embolic coil was inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "coil / failure to detach" could not evaluated due the conditions of the received unit (hypotube broken). The failure reported by the customer as "delivery tube / fractured-in patient" was confirmed; the cause of the separation in the delivery system appears was due to the kinks found on the device. The cause of kinks over hypotube and the damage found in the device could not be conclusively determined; however this does not appear to be manufacturing related. Procedural and handling factors could be contributed to the event reported and the damages found on the device. However, neither the DHR review nor analysis suggests that this issue could be related to the manufacturing process. The reported separation of the delivery tube was confirmed, and with analysis of the returned device it appears to be related to kinking of the delivery tube. Based on the available information and analysis, the timing and cause of the kinking could not be determined; however, based on the report that there was no difficulty purging the device, or advancing the coil to the target site the separation appears to be related to procedural use. This fracture/separation of the delivery tube would prevent the coil from detaching. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Additionally, relevant inspections are in place with the records indicating that the product met specification prior to shipment. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
During coil embolization of an unknown site, the first coil (orbit galaxy tight distal loop complex fill coil 8 x 15-640cf0815/13500390) was advanced via the sl 10 microcatheter (stryker), and the coil was placed successfully into the aneurysm when it was noticed, upon attempted detachment, that delivery system was severed (in 2 pieces) several centimeters from the proximal hub connection and the coil could not to be detached with the syringe, event at the alternate red zone. The coil was slowly removed from the aneurysm and another galaxy coil was selected and used without issue through the same microcatheter. A dedicated saline source was utilized to fill the syringe, and a constant and dedicated heparinized saline source was utilized at all times. The syringe was connected properly with each delivery system hub and lav. Prior to the failure to detach, the syringe was taken past the green zone, position 3. After the event, the same syringe was used with the next coil system. After the event, no other damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc) or delivery system/introducer (unraveled, stretched, etc), lav or syringe, and the coil remained attached to the delivery system. The lav or syringe is not available for analysis. During prep, delivery and deployment of the coil system, no issues or damages were noticed of the device, and no resistance was reported between the coil system and microcatheter. The microcatheter was not reshaped. The procedure went fine and there were no patient issues to report at this point, and no further information was available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.